Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the internal components of the driver revealed a broken scotch yoke on the piston cylinder assembly (pca) and the secondary motor cam follower out of bottom dead center (bdc) position. Previous investigations have determined that rough handling of the freedom driver can result in misalignment of the secondary motor cam follower out of bdc position. This condition was most likely caused by a near drop, jolt or an impact shock to the driver. The customer experience of an unusual noise at startup was not duplicated during the investigational testing. The mostly likely cause for the noise was the misalignment of the secondary motor cam follower which caused momentary interference between the primary and secondary motors. In this case, when the secondary motor cam follower moved out of position, it was in a position where it caused mechanical interference when the driver was started. Each time the driver started and detected the secondary motor cam follower out of position, it alarmed (caused by the repeated voltage draw on the secondary motor circuit). Eventually, with repeated start/stop cycling, this situation resulted in repeated 2d alarms (as seen in the alarm history) and the mechanical interference resulted in a broken scotch yoke. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom driver was not supporting a patient at the time of this event. The customer, a syncardia certified hospital, reported that the freedom driver did not pass system check out. The customer also reported that upon insertion of the first onboard battery, the driver started with an unusual noise resembling "an automobile motor trying to turn over and not catching". The customer also reported the noise lasted for a couple of seconds and then the driver exhibited a fault alarm. This sequence was repeated 4-5 times with varying delays between insertion of the battery and operation of the driver.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not in use by a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient at the time of this event. The customer, a syncardia certified hospital, reported that the freedom driver did not pass system check out because it exhibited a fault alarm after inserting the first onboard battery.